Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6)2019 the amount of the insulin that he took and the suggested dose from the adc freestyle libre calculator was different. He further reported experiencing ¿confusion, instability¿ and subsequently lost consciousness. Customer self-treated with his unspecified ¿usual low blood sugar treatment¿ and then received treatment at a hospital. Treatment consisted of glucose and potassium via unspecified routes of administration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019 the amount of the insulin that he took and the suggested dose from the adc freestyle libre calculator was different. He further reported experiencing ¿confusion, instability¿ and subsequently lost consciousness. Customer self-treated with his unspecified ¿usual low blood sugar treatment¿ and then received treatment at a hospital. Treatment consisted of glucose and potassium via unspecified routes of administration. There was no report of death or permanent injury associated with this event.